Manufacturer narrative:
The reported event of material integrity problem was not confirmed. A complete lead was returned cut in two-pieces. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Correction- section h6: the device was returned and analyzed.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. During the procedure, it was noted that there was a lead insulation degradation issue on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient had no adverse consequences.